Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified, nor could the phenomenon be confirmed/reproduced. Also, based on the results of the legal manufacturer's investigation, a definitive root cause of the xenon lamp not turning on could not be identified. However, it¿s likely the cause is related to the use of a non-olympus lamp. The phenomenon related to the xenon lamp not turning on can be detected/prevented by following the instructions for use which state: 6.1 replacement of the examination (xenon) lamp warning ¿ never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction, or a fire. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii xenon light source display a b30 error when utilized with the gif-hq190. The event occurred during preparation for use, prior to a diagnostic operation. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the xenon lamp failed to light and an e204 error was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.